Event description:
Reportable based on analysis completed (B)(6) 2010. It was reported that during a coronary stenting treatment procedure, the stent would not cross the lesion. The target lesion was located in the severely tortuous and calcified mid left anterior descending (lad). During the procedure, the physician could not cross a 2.75x28mm promus element stent to the target lesion. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient status is stable. Analysis of the returned device revealed a shaft fracture. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4) - examination found that the hypotube had broken approximately 22.5cm from the catheter's strain relief. The hypotube was attached as hanging by the coating. A visual and microscopic examination identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Microscopic examination of the balloon found no issues with the balloon material, tip or the crimped stent that could have contributed to the complaint. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present on the tip, therefore indicating the device had been used in vivo. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)